Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk (tpt) using an indigo system catrx aspiration catheter (catrx) and a guidewire. During the procedure, the catrx was advanced into the target vessel using the guidewire and aspiration was initiated. After torquing the device multiple times to remove clot, the physician fractured the catrx. Therefore, the catrx was removed. The procedure was completed using a lysis treatment. There was no report of an adverse effect to the patient.